Manufacturer narrative:
(B)(4)

Event description:
On 15jul2016 a patient's (pt) family called to report that the pt was diagnosed with a corneal ulcer while wearing the acuvue oasys brand contact lenses. On 15jul2016 a call was placed to the pts treating eye care provider (ecp) and additional information was obtained as follows: the ecp reported that the pts "habits led to the peripheral ulcer that has since resolved." The affected eye is unknown. The ecp reported that the event occurred in (B)(6) 2016. The ecp also reported that the pt was prescribed "vigamox q 1 hours then tapered for a few weeks.&#55316;he ecp reported that the pt "experienced no permanent damage or loss of va." The ecp reported that he/she did not perform a culture, but "thinks it was probably infectious." On 18jul2016 a call was placed to the pts family member for additional information. The following information was obtained as follows: the pts family member reported that the lot number is not known and the product was discarded. No additional information is expected. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.